Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Results of investigation: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage were to locate. A functional test was performed. The device passed the self test. A space line was inserted and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. No abnormalities were found in the device history. For checking the air-sensor a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 38mv (rated value < 100mv) was measured for the air and a value of 1781mv (rated value > 600 mv) was measured as water equivalent. All measured values are within our specification. Furthermore the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. The device was disassembled and the inside was investigated. No visible damage were found inside the device. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. A malfunction of the air sensor could not be detected.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "air in line". According to the customer: air in the line that went through to the patient.